Event description:
A temperature alarm was reported, indicating exposure of the pump to extreme temperatures. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Technical support educated the caller about proper pump operation and advised avoiding extreme temperature exposure, which the caller acknowledged and understood.